Event description:
It was reported that an arteriotomy closure of a non calcified left common femoral artery was attempted using a perclose proglide device after an interventional cardiac catheterization. Reportedly, the proglide device deployed properly. After the suture trimmer was used on the first rail an attempt was made to remove the cut suture. Reportedly, the suture trimmer had not cut the suture and the suture broke. Adjunctive compression was applied to control oozing. The oozing increased and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device was not returned. The suture breaking during suture trimming as reported can be influenced by, but is not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all suture lots undergo sampling, suture diameter inspection, and suture tensile testing inspection. As part of the manufacturing process all proglide devices undergo multiple suture-related inspections including, but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection, all devices undergo inspections to verify suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. A suture break can occur if the suture is nicked by a rotating suture trimmer, thumb knob is released and the gate is closed on the suture, quick, jerky motion is used to apply tension on suture versus slow consistent increasing tension, pulling laterally or medially on suture limb versus pulling coaxial to suture trimmer. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the suture breaking during suture trimming could not be determined. There is no indication of a product quality deficiency. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.